Event description:
Healthcare professional reported left side "rupture." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported, left side "hole non specific". And ¿shell with large hole¿ via an rga form.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device on radius side assessed, as surgical impact opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Additional observations: stress marks. No further actions are required, as the device was implanted.